Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter: at approximately 11:11 a.m. On (B)(6), the emergency room nurse on duty reported a possible device quality issue to the pharmacy. The nurse argued that the flexible part of the device that remains inside the vein of the catheter had broken when the needle was removed, leaving a sample of the damaged device. Three units of the device were used to cannulate the patient, and the patient was discharged after a few hours with the third unit. Date: 04/14/2025 classified as: minor adverse incident consequence: temporary lesion.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3027449. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture sample, the insyte device was observed with the needle protruding through the catheter. Based on the investigation so far, an exact cause could not be determined for this incident. Improvement actions for the defect of needle perforation through catheter were implemented under a corrective action plan in september 2024. These actions included procedure and supports for challenge parts and training of the associates involved in the insyte assembly process. The lot number involved in this report was manufactured in february 2023, prior to the implementation of the improvement actions. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.